Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced ineffective stimulation. Reprogramming and troubleshooting was tried to no avail. Subsequently, the scs system was explanted. Device information is unknown at this time. Additional devices may be added at a later date based on available information.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2018-00041. Additional information received identified the device information. Another lead is added as a device 2.